Event description:
It was reported that during a left atrial appendage closure, the patient died when echelon was used. There is a possibility that other tissues were involved and probably there was a problem with the procedure not because of echelon. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. No further information is available.

Manufacturer narrative:
(B)(4). B3: unknown: captured as awareness date. Date sent 2/20/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridge was used? Were there any difficulties with device during surgery can a timeline of events be provided? What was the cause of the patient death? Was an autopsy performed, and can the report be provided? Does the surgeon believe the patient¿s death was related in any way to an alleged deficiency with the ethicon device? Is the surgeon interested in speaking with ethicon medical and engineering personnel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is believed to be the cod? Not clear. What color cartridge was used? Were there any difficulties with device during surgery? Can a timeline of events be provided? What was the cause of the patient death? Was an autopsy performed, and can the report be provided? Could not obtain detailed information. Is the surgeon interested in speaking with ethicon medical and engineering personnel? No.